Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported low blood glucose. Troubleshooting was done. Customer's blood glucose was 50 mg/dl. Customer treated with glucose tablets. It was found that the insulin pump was functioning correctly, advised the customer to discuss the low blood glucose with his healthcare provider. During the troubleshooting for low blood glucose the customer got threshold suspend alarm. Troubleshooting was done for threshold suspend. The alarm was cleared and adjusted the setting per customer's request from 60 up to 70. Customer mentioned got weak signal alarm during the troubleshooting. Troubleshooting was done for weak signal. Customer's blood glucose was 88 mg/dl. Advised the customer to be closer to the sensor and to monitor the issue. No further information provided.